Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Shock impedance was tested in all vectors. The measurements obtained were out of range when the proximal coil was included. Boston scientific technical services (ts) provided troubleshooting and programming options. Subsequently, defibrillation threshold (dft) test performed in the distal coil to can configuration was successful and the shock impedance measurement was normal. The system remains in service. No adverse patient effects were reported.